Manufacturer narrative:
Patient information was unavailable. UDI not available for this system at time of filing. Name of initial reporter unknown at the time of filing. No device evaluation was performed as the resolution was confirmed. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site was unable to transfer their post-operative spins to the navigation system. The site had been able to successfully transfer their two pre-operative spins with no difficulty. There was no impact to the clinical case as navigation was completed when the post-operative spins were taken and were unable to transfer to navigation system. After the case, a manufacturer representative went on-site and attempted to manually push the exams. The representative rebooted both systems with no resolution and the imaging system did not have the tags for the navigation system. When the representative manually pushed the exam, the imaging system said it was completed with the transfer but the navigation system stated that the exam was still transferring, and the exam did not go through. The exam did show up in the computed tomography (CT) exam directory folder. Looking at the size of the imaging exam directory on the navigation system showed 2 gig space and 52% used. Using an article, the representative expanded the imaging system exam directory size. After rebooting, it still was not possible to manually push the exams to the navigation system. Technical services (ts) requested that the representative get an operating room (or) and attempt to take new spins to push. The representative confirmed that they were able to take and transfer four consecutive imaging system test spins with the navigation system. The issue was resolved by using the article to expand the imaging system exam directory size.

Manufacturer narrative:
Additional information: patient demographics, additional information, and name of initial reporter provided. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was a two minute delay due to this issue. The site was able to view the scans to check screw placement. They did not need to navigate those scans.